Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing were observed. Review of the session record revealed ventricular oversensing. No programming changes were made. The patient was discharged without complications. The patient is not pacemaker dependent and will continue to be monitored.